Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient experienced elevated blood glucose (bg) up to 400 mg/dl with symptoms of dehydration, nausea, drowsiness, large ketones, extreme thirst, fatigue, and headache associated with air bubbles in the cartridge. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. The patient¿s bg excursion was reportedly treated with insulin from the pump, but then bgs would rise again. The air bubble issue reportedly occurred with three cartridges. Troubleshooting indicated that the patient was not using correct cartridge fill technique. The reporter noted that other factors that may have contributed to the patient¿s elevated bg included pain and inflammation due to arthritis, possible illness, and menstrual cycle. This complaint is being reported based on the allegation that the patient experienced elevated blood glucose associated with use error of the cartridge.

Manufacturer narrative:
The cartridge has not been requested for return at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has not been returned; a retain sample from the same lot was evaluated by product analysis on 04/03/2015 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, force test, and fill test was performed with no failures observed. Lot review was performed and no failures were found on incoming inspection. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.